Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the pump was explanted due to changes in therapy, but the reporter had no further information. The physician was going to replace the pump, but the patient wanted it removed. Additional information was received from an hcp and it was reported that there was no event. The patient desired to no longer use the intrathecal medication. The device system was explanted and not replaced. The patient recovered without sequela.

Manufacturer narrative:
As received the pump had fluid in the reservoir and was left running in simple continuous infusion mode. The pump was delivering dilaudid (5.0 mg/ml) at 0.4248 mg/day. Analysis of the pump found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.